Manufacturer narrative:
Date of submission 09-may-2018 the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side. The returned battery cap threads were stripped and the cap was unable to fit. The reported power complaint was duplicated. The test battery cap was used. Rewind, load, and prime steps were performed successfully. No further power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was damaged, and the cap was unable to be tightened. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.